Event description:
Surgeon was trying to use the laparoscopic enseal device for an open incisional hernia with mesh, attempted to grab tissue, and the enseal was unable to close. A new laparoscopic enseal device was provided to the surgeon. No harm occurred to the patient.